Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call, system decontamination and verified that the instrument was functioning properly. The customer ran quality controls and patient samples, which were acceptable. During a follow-up visit, the cse replaced the rotating piston acid and base wash pump, positive displacement pump, valve manifold, and luminometer. The cse calibrated all the assays and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample upon repeat testing on an advia centaur cp instrument. The sample was initially run on the same instrument, resulting lower. The discordant result was not reported to the physician(s). The customer repeated the sample on a dimension instrument, resulting similar to the initial result obtained on the advia centaur cp instrument. The initial result from the advia centaur cp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.